Event description:
Follow up information received indicated that on (B)(6), 2011 the patient reported a "malfunction" to the healthcare professional. On (B)(6), 2011 the patient's neurostimulator was turned off due to shocking. Additional patient symptoms of pain, "buzzing" and electrical shocking were also reported. Patient was reported to be followed by "pain management". If additional information becomes available, a follow-up report will be sent.

Event description:
It was reported that while stimulation was turned on a loss of therapeutic effect occurred. Later, it was reported that since the patient's last battery replacement he got an occasional "surges" of stimulation that went from his neck down his back and into his left arm. The patient reported it felt like he was putting his finger in an electrical socket. There were no known accidents or incidents related to this event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Patient programmer: model 37743, serial # (B)(4), implanted: na, explanted: na. Adaptor: model 74001, lot # n282965, implanted: 2011 (B)(6), explanted: unk. Lead: model 3888, lot # l21147, implanted: 1992 (B)(6), explanted: unk.